Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the local representative that following defibrillation threshold testing (dft), this patient developed pulseless electrical activity(pea) and died. From the physician's perspective, there were no allegations or complaints against the device's operation or functionality. The local representative stated that the patient had been very ill and did not tolerate the device-based defibrillation testing during the procedure. During the adverse event, a pericardiocentesis was performed and no blood was withdrawn from the pericardial sac. Therefore, no perforation was suspected. There was no autopsy performed and the device will not be returned to boston scientific's post market quality assurance laboratory for analysis.